Event description:
It was reported that while the external pulse generator was connected to a patient it shut off. It was turned back on and it restarted. It was noted that the generator did not have in the recommended battery at the time of the incident. It was further noted that there was no health hazard because the patient had their own heartbeat. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.